Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue. Customer¿s blood glucose level was 144 mg/dl.